Event description:
New information received notes that there were automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead. The clinic will continue to monitor the patient. No intervention was performed.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right atrial (ra) lead exhibited noise. No intervention was reported. The patient was in stable condition.